Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was pulled back resistance was met with the heavily calcified, heavily tortuous vessel resulting in the reported difficulty to remove. Manipulation of the device resulted in the noted bent shaping ribbon, the noted stretched coils and ultimately resulted in the reported/noted detachments (tip/coils, ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, left anterior descending (lad) artery. The balance middleweight universal ii guide wire was advanced to the distal lad without issue and was then pulled back to the mid lad. Extreme resistance was felt during retraction due to the calcified and tortuous vessel, which resulted in the tip of the guide wire separating at the tip weld site. Attempts to snare the guide wire tip were unsuccessful; therefore, a non-abbott stent was used to jail the separated tip against the vessel wall. The procedure continued on successfully. The patient was stable post procedure. No additional information was provided.